Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-01972. It was reported the patient was not receiving effective stimulation therapy from his scs system. Consequently, surgical intervention was undertaken and a new lead was added to the patient's scs system. In addition, the patient's 3163 model lead was explanted and replaced. Follow-up identified the patient reported receiving effective stimulation therapy and issue has been resolved.